Event description:
The complainant reported a 64-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient lost doppler pulse to the impella leg. A distal perfusion catheter was placed in the left leg to treat the noted condition. Patient support continued following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿